Manufacturer narrative:
(B)(4). (Ortime) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic j pouch, the stapler only fired up to 1 squeeze then locked up on the 2nd squeeze and did deploy some staples that didn't close, so they had to remove all the open staples to prevent patient injury. The device was retracted and a second reload on which did the same thing and crack sound was heard on the handle when attempting to fire the stapler. A second handle and a new reload was used to complete the case. There was no patient injury.